Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasonic bronchofibervideoscope exhibited foreign objects came out of distal end due to clogging of balloonwater-tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the event reported of foreign objects was confirmed. It was likely caused by insufficient reprocessing due to clogging inside the balloon water tube that led to leakage on the device. However, a definitive root cause could not be determined. As a result of confirming the contents of the instruction manual states- chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.